Manufacturer narrative:
See MDR 1920664-2007-00295 for the delivery device used with this lens.

Event description:
The lens stuck in the delivery device during insertion into the patient's eye using the delivery device. Another lens and delivery device were used for the procedure.